Manufacturer narrative:
Bd received two samples and five photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for 5154702 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that two 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tubes had loose caps. While the phlebotomist was drawing blood from a patient the cap was loose and almost spilled on her. She then reached for a second tube and it was loose as well. Both tubes were from the same lot. No serious injury or medical intervention reported.